Event description:
It was reported via a trial that approximately 2 months post implantation of a xience v stent in the 1st obtuse marginal (1st om) artery, a late stent thrombosis occurred, resulting in a myocardial infarction. Percutaneous coronary intervention was performed and on (B)(6) 2009, the event resolved. On (B)(6) 2009, the patient died from biventriular failure. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction (mi), thrombosis, and death are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.